Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years the replaced portion of the driveline was received for investigation. The evaluation is not complete. The pump remains in use supporting the patient. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's driveline had obvious external damage with wires exposed in several places. The patient stated that a dog had chewed on the driveline. Multiple pump stop alarms were found during system controller interrogation. The patient reported feeling ok when the pump stoppages occur. The patient was able to manipulate the wires back into position to restart the pump. The manufacturer¿s technical service representative reviewed submitted x-rays of the driveline. There appeared to be an area of concern approximately 4-6 inches from the distal end bend relief. A driveline repair was performed by technical services on 03/18/2016. A system controller log file collected after the driveline repair was submitted for review. The log file contained no indication of any type of driveline issue. The lvad equipment appeared to be operating as expected. The patient was discharged on (B)(6) 2016.

Manufacturer narrative:
The evaluation of the returned section of the driveline confirmed wire damage that could have contributed to the reported event. A section of the driveline approximately 12 inches long was returned for evaluation. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Bite marks in the white silicone jacket were noted approximately 2.5 inches from the metal connector. A breach to the clear bionate layer was also noted in this area. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate layer, and metal braided shield were removed to examine the underlying wires. Visual inspection of the wires approximately 2.5 inches from the metal connector revealed breaches to the insulation of the green and yellow wires. Breaches to the black and brown wires were found approximately 4 inches from the metal connector. The observed wire damage appeared consistent with the report that a dog chewed on the patient's driveline. The remaining wires were unremarkable. If the exposed conductors of the green, yellow, black, or brown wires made direct contact with each other or made simultaneous contact with the braided shield on either the power module or battery power, the resulting phase to phase short would have caused the red heart alarms and pump stoppage events that were captured in the patient's system controller log file. The patient remains ongoing on pump support. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.